Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Alternative report identification number: (B)(4). Device evaluation: product testing could not be performed as the product was not returned. The consumer¿s reported event could not be verified. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints were received for this production order. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation, no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Alternative report identification number: (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Consumer reported that she experienced redness and irritation in her eyes after using complete multi purpose solution. Reportedly, this was her first time using the product. Additionally, this was the initial use of the reported bottle of solution. She went to her optometrist and was prescribed antibiotics to resolve the redness and irritation. No further information was provided.